Event description:
It was reported that while using the bd ultra-fine¿ nano pen needle 4mm (5/32¿) x 32g very little insulin comes out and he's not able to use pen needle for injection. The following information was provided by the initial reporter: consumer stated when priming, very little insulin comes out and he's not able to use pen needle for injection. Stated, he is looking for a "stream" of insulin when priming. Stated, he primes 1 unit only stated, 20% of box affected.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: a complaint lot history check was performed on lot # 1251969 for needle clog. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time.

Event description:
It was reported that while using the bd ultra-fine¿ nano pen needle 4mm (5/32¿) x 32g very little insulin comes out and he's not able to use pen needle for injection. The following information was provided by the initial reporter: consumer stated when priming, very little insulin comes out and he's not able to use pen needle for injection. Stated, he is looking for a "stream" of insulin when priming. Stated, he primes 1 unit only stated, 20% of box affected